Event description:
Pt has formed adhesions. Synovectomy procedure is planned. Poly inserts may be exchanged during the procedure.

Manufacturer narrative:
Pt has formed adhesions. Synovectomy procedure is planned. Poly inserts may be exchanged during the procedure. Investigation indicates that the device was manufactured to specification.